Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited varying thresholds and dislodgement was suspected. The ra lead remains in use, however there is planned revision. It was also reported that the right ventricular (rv) lead exhibited no capture at maximum output and was unable to pace. Dislodgement was apparent and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.